Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after the catheter was inserted, the pump failed to start and the alarm pressure was too high. After withdrawing the catheter and inspecting, it was found that the balloon would not inflate completely. Change the new catheter".no patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was loosely packed within the semi-finished kit tray/ziploc bag. Re-turned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. Buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was loosely wrapped. The iabc central lumen was noted bent at approximately 51.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The iabc bladder was not-ed withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"do not remove arrow iab through hemostasis sheath intro-ducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacu-um, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any diffi-culty. Upon removal of the sheath, no damage or abnormalities noted to the iabc bladder. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approxi-mately 52cm from the iabc distal tip, which is the location of the previously noted bend. The guide-wire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon would not inflate completely" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported that "after the catheter was inserted, the pump failed to start and the alarm pressure was too high. After withdrawing the catheter and inspecting, it was found that the balloon would not inflate completely. Change the new catheter".no patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported that "after the catheter was inserted, the pump failed to start and the alarm pressure was too high. After withdrawing the catheter and inspecting, it was found that the balloon would not inflate completely. Change the new catheter".no patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).